Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction code. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in the process, after which the malfunction code did not recur. The customer was able to continue using the pump without further issues.